Event description:
It was reported that caller previously did not see drops of insulin at tubing end during fill tubing step. Customer later changed infusion set and cartridge, successfully resumed insulin. Customer¿s blood glucose (bg) level was 577 mg/dl, with ketones. Customer went emergency room. Customer was treated with intravenous fluid of saline and insulin, no permanent damage was identified, and customer was released the same day.